Event description:
The pt reportedly bumped her head and experienced a loss of lock with her internal device. External equipment was exchanged, however, this did not resolve the problem. Surgery to explant the pt's device will be scheduled.